Event description:
Sales associate reports a broken screw (mid shaft) was identified during a follow up visit approximately 6 months post op.

Manufacturer narrative:
The screw remains implanted, the surgeon has not indicated at this time if there will be a revision surgery.without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.